Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The field service engineer found abrasive dust in the vacuum system valves. The valves and halogen lamp were replaced. Precision studies were performed and recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with several assays on the cobas 6000 c 501 analyzer. The customer provided an example of one patient sample with discrepant results when tested with alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation. The sample initially resulted in an alt value of 34 u/l. The value did not agree with the history of the patient, so the sample was repeated. The repeat alt result was 21 u/l. The repeat value was deemed correct based on the patient's history.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple sample short alarms were observed during the time of the sample run. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.